Event description:
The complainant reached out to genesys spine to report that two (2) nitinol guidewires had broken during an mis procedure. The complainant reported that the patient had "very, very hard and dense bone" but the surgeon did not note any other unusual occurence until he tried to remove the wires after screw placement. At this point the wires felt "stuck" and were difficult to remove. The surgeon had to attach instrumentation to the wires to pull hard enough to remove them from the screws however, in doing so, broke off the tips of the wires.